Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6); UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (B)(6). Found no issues. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient (pt) reported beginning to see 'replace the controller batteries soon' (controller low [70]) on the controller (ptm) screen a couple of months ago. Pt mentioned the screen also freezing once and having to take the li battery pack (bp) out; pt said that have had to remove the bp and re-insert it at least 3-4 times in the past. Pt stated that the controller low [70] message only appeared when the recharging antenna (rtm) was plugged in while recharging implanted ins and that the antenna sometimes gets hot while recharging ins. Pt confirmed the ptm was not low when message occurs (pt said ptm battery level was 90% ). Pt commented that they only charge the ins in the morning and at night . Pt said the ins battery is about 90% when they recharge because they only use around 10% of the battery between charges. Pt said they have noticed it only takes about 15 minutes to recharge the ins because its really quick but sometimes it now takes about a half an hour. Pt called back stating they are still having issues with charging implant, see bat teries low (70) and the controller screen will go white. Pt called back and said that their controller was still displaying "batteries low, replace controller batteries soon" while charging their implant. Pt said this continued even after getting the recharger and controller replacements. Pt saw no visible damage to controller or recharger. Pt will follow up with hcp if issue persists after battery pack replacement. Pt mentioned going through passive recharger mode (prm) on the call but said that they were able to get connected to their implant to charge. Pt said they usually have the implant around 70-80%. Pt also mentioned the controller getting a little warm after charging from the wall, but said that this wasn't hot.